Manufacturer narrative:
The screws were discarded and the lot numbers are unknown. Without lot numbers, a review of manufacturing records cannot be completed and without a product sample, we are unable to confirm the reported issue or identify the root cause. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends. The meeting includes cross functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. No trends were noted. At this time, the complaint is considered to be closed. Discarded by customer.

Manufacturer narrative:
Visual inspection of the returned devices found no visual anomalies. Functional test determined that the returned devices are functioning as intended. Review of the device history record found no discrepancies. No definitive conclusions can be made as to why the direction of the screws on the patients left side was not appropriate. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time the complaint is considered to be closed.

Event description:
International affiliate reports that l5-s1 instrumentation was performed with the viper spinal system. After surgery, it was found that the direction of two screws implanted in the left side of the construct were not appropriate. Revision surgery was performed and the two screws were removed. Both screws were catalog# 186760045, lot codes unknown. The devices were discarded and are not available for evaluation. Note: the affiliate was asked to provide clarification. However, the requested information was not provided as of the date of the filing of the medwatch report.